Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05992. It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. After a non-bsc introducer sheath was engaged from the right femoral to the opposite side and a non-bsc guide wire crossed the lesion but tip kinked was noted, when it was pulled and pushed after several attempts. Another non-bsc guide wire was used but failed to cross the lesion. After 9x12mm and 9-40mm non-bsc guide wire crossed the lesion but intravenous ultrasound (ivus) failed to cross the lesion. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced but also failed to cross the lesion. Another 2mm x 20mm x 143cm coyote¿ es balloon was advanced for dilation. However, on initial inflation at 6 atmospheres, the balloon ruptured due to severe calcification. The device was removed from the patient. A 4x2mm non-bsc balloon catheter was attempted to dilate but ruptured as well. Since the lesion had slightly expanded, an imaging catheter was crossed for observation. Following observation, a 4.0mm x 220mm x 150cm coyote¿ balloon was advanced for another dilation attempt. However, on its initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient. Finally, dilation was completed with a 4x10mm mustang balloon catheter at 20 atmospheres. Two 6x15mm innova stents were implanted and procedure was completed by post-dilating with a 4x10mm mustang balloon catheter. No patient complications were reported and the patient's status was good.